Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review lot#4081466. 1-the products of this batch were assembled at intima ii auto line 2 in may 2024, and packaged at cfs package line in may 2024. Work order quantity was (B)(4) pcs. 2-the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications; 3-the leakage test results of (B)(4) pcs in process testing and (B)(4) pcs in outgoing testing were within the product specifications; 4-no unqualified, deviation or rework activities in the production process; 5-the septum assembly equipment without abnormal maintenance. 2. No defective samples and photos have been received for the complaint. 3. The retained samples of this batch are taken for 800mm simulated clinical leakage test, and no leakage is found at the septums. Please see the attached test reports. Conclusion(s): no abnormality is found in the process and retained samples. Since the defective samples are not returned for further testing, the root cause of the leakage at the septum cannot be determined. The plant will continue to track and trend the issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leakage at septum the instrument department reported that when withdrawing the needle core after puncture of this product, there was a leak from the isolation plug. This problem occurred in the nephrology department. The number of affected units is 3, the samples cannot be returned, and no photos are available. No green claim is required, no complaint response letter is required, and no complaint acceptance letter is required. Sales said: if follow-up telephone communication with the director is required, it is best to inform sales in advance.